Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to 1) over-insertion of the secondary into the cassette port, which may have caused a crack, 2) under-insertion of the secondary into the cassette, potentially creating a gap in the connection, 3) a broken rubber stopper at the secondary port, 4) a general defect in the k-0 material of the secondary port. However, without the proper sample or picture evaluation it is not possible to determine the exact root cause of the reported failure. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record: fa24jo3137 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: reported/incident date: (B)(6) 2025. Office location: (B)(6). Tubing lot number: fa24jo3137. Type of alarm: upstream occlusion. Pump infusing? No. Patient harm? None evident. Hard power reset? N/a. Result of power reset? N/a. Reported by: rn. Other notes: nurse was setting up to administer carboplatin as a secondary infusion. Nurse attempted to back prime using the pump but received repeated upstream occlusion alerts. After troubleshooting, the decision was made to change the primary tubing (set-0032-1, lot fa24jo3137). Upon disconnecting the secondary set, fluid began flowing up out of the secondary port on the primary tubing set. The secondary line did have a spiros connector. No on was splashed with fluid. No evidence of patient harm. Nurse estimated 2 mls of fluid leaked from the secondary port. The nurses quickly reconnected the secondary tubing to the port to stop the flow; they then clamped the primary line to the secondary set could be safely removed without further leaking from the primary set. Sets involved were not saved due to hazardous secondary drug. A preliminary review identified the following issue: upstream occlusion alarms, leak at secondary port. Administration set leak (external part). Unknown if an active infusion was stopped. No adverse effects were reported. Additional information is needed to complete the investigation.